Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-pc upn: m365sc14320 model: sc-1432 serial: (B)(6) batch: 226066 UDI: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation due to the lead placement. During a supposed revision procedure, the physician was unable to place the new lead due to a lot of scar tissue created by the existing implanted lead. The physician opted to explant the system, and products were discarded per hospital policy. The patient was doing well postoperatively.